Manufacturer narrative:
It was reported that a patient expressed feelings of their knee feeling loose one month after surgery and the inability to bend her knee past 90 degrees. She will be seeing a non-conformis surgeon for a revision procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a patient expressed feelings of their knee feeling loose one month after surgery and the inability to bend her knee past 90 degrees. She will be seeing a non-conformis surgeon for a revision procedure.